Event description:
It was reported that the patient was experiencing pain near the device and leads implant site. The physician attempted to move the device and leads to a new position in the sub-muscular area but the pain still persisted. The device and leads were removed and a new pacing system was implanted on the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).